Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose ranged form 280-450 mg/dl. Reportedly, customer had a lot of scar tissue and declined to discuss the event. Customer reverted to manual injections.